Event description:
This 48-yr-old female underwent a bilateral augmentation mammoplasty in 1983 with implantation of gel implants. The pt is unsure of the MFR. They were not implanted at this reporting facility. The pt's chief complaint seems to be pain, especially in the right breast. At the time of surgery, both the implants appeared to be intact; however, gross exam showed the right implant to be focally ruptured and exuding a tenacious gelationous-like fluid.